Manufacturer narrative:
Pump received with intermittent button response due to moisture damage on keypad traces. No moisture damage found inside the pump. Pump received with minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported going into the customer fell into the pool while connected to the insulin pump. Customer's blood glucose was 280 mg/dl. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.